Event description:
IV leaking, reporter checked same and found that the catheter has a slit at the hub. IV was still in the vein and the slit was leaking blood. IV was removed". Additional information received from the facility indicates that the patient suffered no adverse sequela associated with this incident and the lot number remains unknown.